Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s shoulder pack had foreign material on it and its¿ strap was torn. The site indicated that it plans to exchange the shoulder pack at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. As a result, the reported events could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; the reported torn strap can be attributed, but not limited to, wear and/or due to the handling of the pack. A possible root cause of the reported foreign material on the shoulder pack can be attributed to the handling of the unit. If information is provided in the future, a supplemental report will be issued.